Event description:
It was reported that the left ventricular (lv) lead triggered an alert for high out of range impedance. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d implanted: (B)(6) 2022, 305c229 tissue valve implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.